Manufacturer narrative:
Block d2b: additional applicable product codes: qrb b3. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.